Manufacturer narrative:
Na

Event description:
It was reported that the battery was making a "hissing" sound, dripping liquid, smoking, had an acid smell, and was hot to the touch. No pt harm reported.